Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 30 mmol/l (540 mg/dl) while wearing the pod on the abdomen between 24 and 36 hours. At the hospital, the patient was placed on an intravenous (IV) bag of insulin, given a manual injection and prescribed anti nausea pills (name unspecified) to be used as needed. The pod has been discarded.